Event description:
It was reported that the merlin.net alert was received with right ventricular (rv) lead impedance was out of range. No programming changes were made. The patient status was unknown.